Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that all 8-15 electrodes are over 40k ohms. The caller stated they already increased the voltage for impedance measurements and checked different reference electrodes and 8-15 continue to show high and over 40k ohms at 3.0v. It was reviewed with the caller that they will not be able to program 8-15 but could try toobtain coverage with 0-7 electrodes given configuration of 5-6-5 lead. The caller stated the patient lost all right side coverage and 0-7 port electrodes are in range around 1000-1150 ohms. It was also reviewed that if imaging doesn¿t show any visible issues they may need to consider going intra-op and examining the system and testing impedances with just the lead to see if the issue is on the lead or in the ins 8-15 port. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) via a patient on 2018-may-08. The rep stated that no actions were taken to resolve the patient¿s issues. The rep was not sure if the issues resolved. This information was confirmed with the physician. Additional information was received from the rep on 2018-may-10. The patient stated that about a week ago on (B)(6)2018 they lost all stimulation. The patient states that they also with certain movements gets shocking. The patient has had no falls or any kind of accident. Impedances were tested and all electrodes are over 10,000. An x-ray was done; they could not visually see any breaks to the lead. The patient was referred back to the healthcare professional (hcp) for evaluation for a revision of the lead. The patient stated that they might wait until summer is over before going for the visit. Surgical intervention was planned. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.